Event description:
The customer alleged that she performed a control test and received a result of 20 mg/dl. The normal control range was not provided, but should be around 115-165 mg/dl. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned for evaluation. A new breeze2 meter kit was sent to the customer.

Manufacturer narrative:
The meter serial number provided by the customer was not correct, so it was not possible to determine a manufacture date.